Manufacturer narrative:
(B)(4). Additional concomitant medical products: vanguard (tm) knee distal femoral peg catalog # 183099 lot # 285850; biomet interlok fixed I-beam tibial plate with locking bar catalog # 141222 lot # 875980; vanguard (tm) ps open box femoral interlok catalog # 183106 lot # 242920; vanguard (tm) dcm ps plus tibial bearing catalog # 183724 lot # 707590. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-05000, 0001825034-2018-05001, 0001825034-2018-05002, 0001825034-2013-05124. Remains implanted.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, the patient underwent irrigation and debridement on (B)(6) 2010 due to wound dehiscence and superficial infection. No products were removed or replaced. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited investigative inputs provided by the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.